Event description:
Hospital reported after an MRI scan on an anesthetized female patient, the daughter noticed red, swollen area with yellowy-blisters (third degree pressure burn roughly 3" by 5") in the middle of the patient's forearm, just below the elbow. The patient was tight in the bore, so the technologists wrapped sheets around her arms, rather than using the insulating pads.

Manufacturer narrative:
Medrad service representative checked out the monitor and found it to be within specifications. Hospital stated they do not feel this incident was caused by the monitor. Hospital believes this happened because they did not use the insulating pads during the procedure. The ECG, pulseox, nibp and capnography monitoring functions were in use at the time of the incident; however, the corresponding accessories for the functions were not physically located in the area of the burn.